Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed/replicated the reported instrument damage but did not confirm or replicate the reported squeaking. The instrument was found to have blade damage. Indentation was found on the blade. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of this failure is fatigue failure due to mishandling/misuse. Additionally, the instrument was found to have teflon damage on the clamp arm with material measuring 0.027¿ x 0.045¿ in size missing.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the first harmonic ace instrument made a squeaking noise after 10 minutes of use. The groove of the knife head popped out and could not be repositioned. The instrument was replaced, and the second harmonic ace instrument made a squeaking noise after 10 minutes of use. The generator displayed a message for both instruments indicating to reduce the pressure of the "cutter head", or blade, tighten the components, and change the equipment. There was no report of fragment(s) falling inside the patient. There was no reported patient harm, adverse outcome, or injury. Due to the alleged issue, the procedure was delayed by one hour.